Event description:
Siemens was notified on (B)(6) 2012 that mosaiq treatment records indicated more of a treatment dose had been delivered to the patient than what was planned. Reportedly, several interlocks had occurred during and imrt treatment causing necessary resumptions several times. Findings in treatment logs showed that approximately 30 mu over the intended dose had been delivered to the patient for that fraction. There is no report of an injury to the patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident revealed that the system had a hardware issue that caused many treatment interruptions. The subject device (artiste mv system) received software version sys_vc10a, which has introduced an issue that if a termination of treatment occurs within 0.5 mu of completion the system may record a completed beam has been delivered. If the resume button is used to start the treatment from the point of termination, it may happen that the beam will resume at the beginning instead, again treating a part of a fraction that has already been treated within the same session. Such is the case in this instance. Siemens' investigation is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation. (B)(6).